Event description:
It was reported that the atrial lead exhibited noise. Isometrics and pocket manipulation did not reproduce the noise. The patient was asymptomatic. The patient would continue to be monitored. The patient presented remotely via merlin.net on (B)(6) 2015. Review of the transmission revealed stored auto mode switch episodes due to atrial lead noise. The patient would continue to be monitored. No intervention was reported.

Manufacturer narrative:
(B)(4).